Event description:
It was reported that there was ventricular lead warning noted for low unipolar and bipolar lead impedance. There were also high pacing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.